Manufacturer narrative:
Initial and final MDR 1898458 - MDR 3003442380-2024-11112 - device 1 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that the patient faced similar events of kinked cannula with two infusion sets. The symptoms were noticed after 3 hours of insertion for one event and less than 3 hours for the second event. The site of insertion was reported to be abdomen and was rotated regularly. Patient's blood glucose value displayed high therefore, patient took a correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.